Event description:
It was reported that an unspecified quantity [at least two (2)] vented paclitaxel sets leaked where the tubing meets the drip chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: suspect lots r21f30082 and r21l0116. Device manufacturer address : (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the suspected lot # r21f30082 was manufactured on 07/01/2021 and has an expiration date of 07/01/2026. H4 :the suspected lot # r21l0116 (plant identified r21l02116) was manufactured on 12/03/2021 and has an expiration date of 12/03/2026. H10: the actual devices were not available; however, a companion sample was received for evaluation for suspect lot r21l02116. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing with no issues noted. The reported condition was not verified on the companion sample for suspect lot r21l02116. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.